Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, decreased r-wave measurements and high threshold measurements in tip to coil configuration. During troubleshooting in-clinic, it was reported that pacing impedance measurements were stable and acceptable when the programmed configuration was changed to lv ring to can and lv ring to rv. No adverse patient effects were reported. Boston scientific technical services (ts) discussed additional troubleshooting options.

Event description:
Additional information was received that this lv lead exhibited continued high out of range pacing impedance measurements. Additionally, no pacing was observed from the lead. An x-ray was performed and revealed a lead fracture. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the physician plans to review the patient's implant data and will consider a revision procedure in the future. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.